Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft and non-mdt stent graft were implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that once the non-mdt stent graft was implanted, it was noted the landing was short so the valiant navion stent graft was implanted by covering half of the brachiocephalic artery. It was a 2 branch zone 1 tevar procedure reportedly. After dilatation was performed with a percutaneous transluminal angioplasty (pta) balloon via the guidewire which had already delivered from the right arm to the brachiocephalic artery to the ascending aorta. A 12 mm non-mdt bare metal stent was implanted, and after confirming that there was no issue with blood flow, the procedure was completed. It was then reported the patient suffered a severe cerebral infarction on an unknown date and is still hospitalized. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: the direct cause of the cerebral infraction is unknown, it was said it may be related to it being a 2 debranch and bypass procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.